Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the panel of the s5 mast double roller pump displayed an error message during set up. There was no patient involvement.